Event description:
It was reported that during a coiling procedure, premature detachment of the idc interlocking detachable coil occurred. The idc was being used for coiling of the hypogastric artery. While attempting to deploy the idc (fifth coil), premature detachment occurred. The idc became stuck in the renegade 2m catheter. The idc was removed from the patient with the microcatheter. After removing the idc from the microcatheter, four more coils were successfully deployed utilizing the same microcatheter. No patient injuries or complications were reported. Patient status listed as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.